Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly beeps then lights up green and says "check blood glucose" and then flashes "200". The issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject test strip vial has been returned to lfs on (B)(4) 2012. However, the vial was empty and unable to perform strip evaluation. Also, the subject control solution was returned on (B)(4) 2012, but evaluation is not required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.